Event description:
It was initially reported that the patient felt no stimulation on programs 1 or 2 at settings of 5.0v and lower. The patient could typically feel the stimulation when she lifted her leg, but was no longer able to. The patient could feel "a little vibration" when she was leaning against a door. There was no return of symptoms, but the patient took a "water pill", which made it difficult to discern effect. There was no accident or incident related to the loss of stimulation. The patient was redirected to her physician if the concern continued. It was further reported that an impedance check showed two connections out of range. The patient had a loss of efficacy and a revision was performed. When attempting a full revision, the lead broke off inside the patient's body. The physician attempted to pull the lead from the insertion site, however, during dissection the lead fractured two more times. There were no patient injuries. The device was replaced and the patient recovered from the procedure with no sequelae.

Manufacturer narrative:
Lead model 3093-28 lot: v066806 implanted: (B)(6) 2007 explanted: (B)(6) 2011. Programmer model 3037 serial: (B)(4). Final device analysis for neurostimulator serial (B)(4) revealed no significant anomalies. The device was functionally okay. Final device analysis for lead lot v066806 revealed that the #0 conductor was broken at the third most distal tine due to suspected explant damage. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).